Event description:
(B)(4) received notice of an incident involving an oxygen concentrator that (B)(4) imports and distributes. The patient was staying in a hospice and using the oxygen concentrator when allegedly the unit failed overnight and the patient died. The unit was evaluated by (B)(4) and it was confirmed that a filter was not installed correctly leading to a malfunction and failure of the unit. This adverse event is currently under legal control.